Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an intermittently responsive button and contamination under all buttons. This report is made based on the results of an investigation completed on 11/08/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/08/2013 with the following findings: there is no visible damage to the keypad. The up button has an intermittent response. Removed the keypad and found contamination under the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.